Event description:
The customer reported that the distal end of the cannulation catheter was torn during a therapeutic endoscopic sphincterotomy procedure involving an olympus single use 3-lumen needle knife. There was no intra-body detachment, and the procedure was able to be completed with the same device with no delay. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation through complaint information, it is possible that the cutting knife was forcibly extended from the tube sheath while the distal end of the tube sheath was excessively curved may have caused the cutting knife to break through the sheath. However, the most probable cause of the complaint is traced component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.